Manufacturer narrative:
Initial and final MDR 1903475 - MDR 3003442380-2024-11860 - device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient's infusion was set fell off during (B)(6)2024. The infusion set was in use for one and half day. The patient replaced the infusion set and insulin was resumed successfully. No further information available.